Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was having difficulty recharging the ipg and did not like the sensation and as a result they stopped recharging the ipg. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy has resumed.